Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per sales rep, the facility reported that at the end of the procedure, during flushing, the hub began to leak. It was stated that the hub was cracked. The PICC was removed and replaced. There was no patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the catheter caused or contributed to the reported leak was unconfirmed since the problem could not be replicated. One 6fr d/l powerpicc was returned for investigation. The d/l tubing had been trimmed to length at the 50cm depth mark. A microscopic examination of the connectors revealed nothing remarkable. A functional test revealed that the lumens were patent to infusion. The powerpicc was repeatedly pressurized with water, but no leaks were detected in any part of the catheter. Since no leaks were observed in the returned device, the complaint that the returned powerpicc caused or contributed to the reported event was unconfirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per sales rep, the facility reported that at the end of the procedure, during flushing, the hub began to leak. It was stated that the hub was cracked. The PICC was removed and replaced. There was no patient harm reported.